Event description:
It was reported that part of this left ventricular (lv) lead was broken and was still in the patient coronary sinus branch. In addition, the patient with this lv lead experienced infection. This lv lead was surgically explanted. No additional adverse patient effects were reported.